Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer did not receive a low blood glucose alert as expected. Although requested, customer did not upload pump data for review. There was no reported impact to customer's blood glucose level.